Manufacturer narrative:
Results: inherent risk of procedure ¿ (myocardial infarction, death). Conclusions: inherent risk of procedure ¿ (myocardial infarction, death). (B)(4).

Event description:
Three endeavor sprint drug eluting stents were implanted during index procedure, two in the lad and one in the 1st obtuse. The patient expired approximately 54 months post index procedure. The cause of death was reported to be sudden death associated with mi.